Event description:
Upon removal, the sheath unraveled and a piece broke off inside the patient. The physician was able to insert a dilator and maneuver it to successfully remove the portion of the device from the patient. Another device was used to successfully complete this procedure. No additional procedures were required due to this occurrence and per information provided by the initial reporter, the patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4). Product not returned to assist in the investigation. Per qc specification, there is 100% inspection, insuring the correct inside and outside diameter of tubing and insuring material is free from surface defects, bumps, bulges and protruding coils. A final inspection is performed, confirming surfaces of sheath and dilators are free of excessive dents, bumps or scratches. In addition, an IFU is provided that cautions the end user," all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. Per the performed risk assessment, there is insufficient risk to require additional corrective action at this time. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.